Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a vent alarm while the device was running on battery. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator alarmed while running on battery even when the device was plugged in. It was reported that the device did not shut down, but continued to run on battery. The rse discussed troubleshooting per the service guide regarding the issue. The rse provided the parts ID: power supply investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00277. All information from the original report(s) has been transferred to this report.